Event description:
It was reported via repair work order that the jack could not pump up due to missing hair cotter pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the jack could not pump up due to missing hair cotter pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR was issued without the PMA/510(k)#. This follow-up MDR has been issued with the PMA/510(k)#.